Event description:
It was reported that pump housing around usb port was damaged, although damage did not affect ability to charge pump. There was no reported impact to the customer¿s blood glucose level. Customer was asked to email photo of damage, cts received photo, and cts attempted multiple follow-up calls and emails but was unable to reach customer and therefore closed case with no further actions documented.